Event description:
Account got multiple high albumin results that were lower when repeated. The incorrect results were not reported. The field service rep found the rinse nozzle was stuck in the up position and repaired the instrument by repairing the rinse nozzle.